Event description:
Patient reported experiencing elevated blood glucose (300-400 mg/dl), while wearing the device. They indicated that, while attempting to determine the cause of high blood glucose, they discovered "residue" (that smelled like insulin) collecting around the device's adapter. No error messages were generated by the device. Patient self-treated high blood glucose by delivering additional boluses.